Event description:
It was reported that the external pulse generator (epg) would not power on. The epg was returned for servicing. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, the interconnect flex assembly was out of specification, as a result it was replaced. The device was then calibrated and it passed functional tests. (B)(4).